Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. Reportedly, customer did not bolus when they were suppose to. At the time of the report, the customer had not addressed bg level. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.